Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -4.50/+3.0/92 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to elevated intraocular pressure and discomfort. The explant resolved the problem. In the reporters opinion the cause of the event was unknown.

Manufacturer narrative:
Type of investigation - lens work order search: one similar complaint type event was reported for units within the same lot. Claim # (B)(4).